Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The physician had planned to snorkel the left renal artery with a viabahn® device (hospital inventory, lot and serial number not available). Reportedly the patient had very tortuous anatomy and an infrarenal aortic neck angle of 75 degrees. It was reported the trunk ipsilateral leg endoprosthesis was in place and the viabahn® device was in place. The physician accessed the left renal artery through the brachial artery using a 7fr cook flexor® sheath. The trunk ipsilateral leg endoprosthesis (B)(4) was deployed first and the physician started to deploy the viabahn® device. He wanted to get the viabahn® device into better position and started to move the device. Upon final deployment of the viabahn® device there was resistance felt. The physician continued to deploy the viabahn® device and upon retraction of the pull cord a piece of nitinol came out of the 7fr cook flexor® sheath, on the pull cord. It is unknown where the unidentified object came from. The patient tolerated the procedure and there was no further sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.